Event description:
During a laparoscopic gastric bypass, the device was being used to transect the stomach. On the third firing of the device, an audible crunching noise was heard and the surgeon stated that it did not feel like the instrument fired smoothly. The right side of the staple line, when looking from proximal to distal, revealed an incomplete row of staples. The surgeon used sutures to close the remaining portion of the right side of the transection. There was no consequence to the pateint.